Event description:
The information initially provided by the local distributor indicates: - (B)(6) - body part treated: femur - surgery description: lengthening - patient information: male - problem observed during: into treatment/post-operative - type of problem: device functional problem - event description: "distal locking screw has backed out of the nail". The complaint report form also indicated: - the device failure did not have any adverse effects on patient - the initial surgery was completed with the device - the event did not lead to a delay in the duration of the surgical procedure - an additional surgery was required: scheduled for (B)(6) 2023 - a medical intervention (outpatient clinic) was required: failure discovered upon clinic visit of september 6, 2023 - copy of x-ray images is available - product is not available for return. On september 11, 2023, orthofix srl received confirmation that the device concerned is the locking screw code 60000367 lot not disclosed. On september 15, 2023, orthofix srl received the outcome of the revision surgery performed on (B)(6): the screw was successfully re-implanted, the nail is moving and the patient is doing well. Orthofix srl ref: (B)(4). Distributor ref: (B)(4).

Manufacturer narrative:
Technical evaluation on february 2023 orthofix srl acquired from wittenstein intens gmbh, the fitbone¿ system, for intramedullary lengthening of the femur and tibia. Therefore, orthofix srl is now managing post-market surveillance for fitbone devices, also for the ones manufactured and released to the market by wittenstein intens gmbh. A technical evaluation of the complained device was not performed as the device was re-locked and it is currently in use by patient. Unfortunately, no information about lot involved is available, therefore it is not possible to perform any technical investigation. The technical evaluation will be performed as soon as the device becomes available. Medical evaluation the information made available on the event was sent to our medical consultant. Please find below an extract of the medical evaluation performed. "The image included shows a fitbone implant where the distal locking screw has backed out. It was due to be replaced on september 12th. This was done and the nail is functioning normally. It would be nice to see a postoperative x-ray of the original locking screw, to try to understand why this screw backed out, and an image of the replaced screw". Conclusions: a technical evaluation of the complained device was not performed as the device was re-locked and it is currently in use by patient. Unfortunately, no information about lot involved is available, therefore it is not possible to perform any technical investigation. The technical evaluation will be performed as soon as the device becomes available. The medical evaluation indicates as follows: "the image included shows a fitbone implant where the distal locking screw has backed out. It was due to be replaced on september 12th. This was done and the nail is functioning normally". Orthofix requested copy of the postoperative x-ray of the original locking screw, to understand why this screw backed out. Unfortunately, this information was not received. Considering the information provided, it is not possible to draw any conclusion with regards to the complained locking screw backing out. Based on the confirmation received by the local distributor that "the screw was successfully re-implanted, the nail is moving and the patient is doing well', orthofix can assume that the involved screw was conforming to specifications and that the problem that occurred was not device related. In case further information or the device concerned are provided, orthofix will re-open the investigation on the case. Orthofix continues monitoring the devices on the market.

Event description:
The information initially provided by the local distributor indicates: hospital name: (B)(6) hospital. Surgeon's name: mr. (B)(6). Date of initial surgery: (B)(6) 17, 2023. Body part treated: femur. Surgery description: lengthening. Problem observed during: into treatment/post-operative. Type of problem: device functional problem. Event description: "distal locking screw has backed out of the nail". The complaint report form also indicated: the device failure did not have any adverse effects on patient. The initial surgery was completed with the device. The event did not lead to a delay in the duration of the surgical procedure. An additional surgery was required: scheduled for (B)(6), 2023. A medical intervention (outpatient clinic) was required: failure discovered upon clinic visit of (B)(6), 2023. Copy of x-ray images is available. Product is not available for return. On september 11, 2023, orthofix srl received confirmation that the device concerned is the locking screw code 60000367 lot not disclosed. On september 15, 2023, orthofix srl received the outcome of the revision surgery performed on september 12: the screw was successfully re-implanted, the nail is moving and the patient is doing well. Orthofix srl ref: (B)(4). Distributor ref: (B)(4).

Manufacturer narrative:
On february 2023 orthofix srl acquired from wittenstein intens gmbh, the fitbone¿ system, for intramedullary lengthening of the femur and tibia. Therefore, orthofix srl is now managing post-market surveillance for fitbone devices, also for the ones manufactured and released to the market by wittenstein intens gmbh. Technical evaluation: a technical evaluation of the complained device was not performed as the device was re-locked and it is currently in use by patient. Unfortunately, no information about lot involved is available, therefore it is not possible to perform any technical investigation. Medical evaluation: the information available on the case was sent to our medical evaluator. A medical evaluation is currently on going. As soon as the results of the investigation are available, orthofix srl will provide a follow up report. Orthofix continues monitoring the devices on the market.